Event description:
Customer reportedly received results of 557 mg/dl and 308 mg/dl within 10 minutes on the advantage system. Customer then received a result of 138 mg/dl on a healthcare professional's device within 10 minutes of the two comparisons. No high or low blood symptoms reported with these results. No actions taken based on device results. Controls were run and out of range. No adverse event reported. Requested return of suspect device and replacement was sent.